Manufacturer narrative:
Investigation summary: exec summary: no physical device samples were returned. No samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A review of the complaint lot history check was performed and this is the 1st related complaint for (label content missing) on this lot # 1344238. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review for this batch # 1344238 was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 3ml saline 3ml fill had missing label information issues. The following information was provided by the initial reporter: the customer reported a plain 0.9% sodium chloride 3 ml flush syringe with fluid inside but without any labeling. It does not have anything on it including name of the fluid and the ml markings.